Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. ¿ seroma: unable to observe as it is not related to the device. As per the investigation procedures creases, wear abrasion, particles and deformation were observation. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and seroma, fibrosed implant capsule with no signs of malignancy, and signs of leakage. The device has been explanted.

Event description:
Physician reported right side capsular contracture, baker grade iii and seroma, fibrosed implant capsule with no signs of malignancy, and signs of leakage. The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture baker grade iii

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch (B)(4). Aware date should have been listed as 13/aug/2024.

Event description:
Physician reported right side capsular contracture, baker grade iii and seroma, fibrosed implant capsule with no signs of malignancy, and signs of leakage. The device has been explanted.